Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the pleora needed to be replaced and fluoro gain calibration was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a deep brain stimulation (dbs) procedure. It was reported the system was unable to perform a verification scan at the end of the surgery. An error message appeared in the middle of image acquisition stating, ¿an issue that may affect navigation accuracy has been detected. Acquisition has been cancelled. Please try again. If problem persists, please contact medtronic technical services¿. Imaging was aborted. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a deep brain stimulation (dbs) procedure. It was reported the system was unable to perform a verification scan at the end of the surgery. An error message appeared in the middle of image acquisition stating, ¿an issue that may affect navigation accuracy has been detected. Acquisition has been cancelled. Please try again. If problem persists, please contact medtronic technical services¿. Imaging was aborted. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected an image reconstruction issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by retaking another image. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.